Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging power issue with the pump. There was reportedly moisture/corrosion in the battery compartment. There was no indication of damage to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2015 with the following findings: a review of the black box revealed several unexplained por events. The battery compartment was found to be cracked at the threads on the side. Moisture corrosion was observed in the battery compartment. A leak test failed due to a battery compartment leak. The returned battery cap secured to the pump. Both the battery cap and test cap were fastened and then unscrewed ½ turn leading to a reboot. The reported ¿power¿ complaint was duplicated during testing. The test cap was fastened; the ¿ez-prime¿ steps were performed correctly with no further power interruptions or any errors, alarms or warnings. The pump¿s cover was removed; there was no further moisture ingress or any intermittent conditions found to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.